Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Reported occurrences of lcd display problems and act blood pump failure issues were determined to be software related; however, powering off the machine resolved the issues. The user facility manager stated there have been no lock-up issues in the clinic since changing screens to default display of oxygen while using the clic attachment. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There have been no adverse events associated with the reported issue. A product recall has been initiated and the reported symptoms of lcd display problem and act blood pump failed, associated with clic software issues, are being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the lcd display froze on the 2008t hemodialysis (hd) machine while a patient underwent treatment, and the blood pump stopped circulating blood. Reportedly, a clic module was being used during the patient¿s treatment, to monitor the patient¿s hematocrit. The site was using the clic module¿s feature of displaying the patient¿s blood pressure (bp) data on the 2008t lcd display. The nurse indicated that if the patient¿s blood pressure dropped, the screen would freeze, and the blood pump would stop. The nurse noted that the issue was observed with any ¿significant drop¿ in the patient¿s bp, but where it ¿still remained in normal range,¿ for example ¿10 or more points." The nurse stated that the patient¿s blood pressure decreased shortly before the display froze and blood pump stopped operating. Reportedly, the lock up occurred when a staff member attempted to reset the blood pressure alarm. The blood was manually rinsed back using the blood pump crank. All blood was returned, and no blood was lost. After manually returning the patient¿s blood, the patient was disconnected, and transferred to another machine. The patient was able to successfully complete the hd treatment with no further issues. The treatment was completed without using the clic module. No adverse patient effects occurred as a result of this event. The complaint device is not available for evaluation by the manufacturer.